Manufacturer narrative:
The recipient's infection has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Prior to explant surgery, the recipient's infection was managed with antibiotics. However, the issue did not resolve. Additional information regarding treatment details were not provided. The external visual inspection revealed the electrode was sliced. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and device extrusion. The recipient's device was explanted.the recipient was not reimplanted. The recipient is doing well.